Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic needing an impella rp device for mechanical circulatory support. The patient was presented with severe internal bleeding, which required the abdomen to be opened up. The plan for the patient was to have venoarterial extracorporeal membrane oxygenation (va-ECMO) placed for support during the procedure, then wean onto rp support. It was reported that there was difficulty placing the rp due to the patient¿s ¿distorted anatomy.¿ once placement was confirmed, rp was started and peel away sheath removed. A mattress suture was placed around repo sheath and bleeding stopped. Due to the severe bleeding, there was a lack of volume which caused suction events. A decision was made to turn off all support and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.